Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis. The customer's blood glucose was 343 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that auto mode was in use. The customer stated that they were nauseous. Troubleshooting was not completed at the time of call. The insulin pump will not be returned for analysis.